Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? Black was used on first firing and green was used on the subsequent firings. What was the patients bmi and gender? (B)(6), male.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure, during the second firing using a black reload, it was noticed the outer two staple rows did not form. Some staples were still left in the cartridge while others were in the tissue but not formed at all. Seamguard was used on this firing as it was for the initial firing. The surgeon did not indicate any tactile feel during the firing which would indicate any issues. Upon inspection of the spent cartridge, it appears there were plastic chunks stuck in the center. The surgeon did not capture any pictures during surgery. The inner staple row was completely formed. The surgeon over sewed the staple line of the second firing and opened a new device and stopped using the black reloads for subsequent firings. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.